Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-34788. It was reported, the ventricular lead was dislodged. During the lead revision procedure, the set screw in the device header became loose and was unable to be used. The ventricular lead and device were replaced to resolve the event. The patient was stable.